Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) confirmed the issue by troubleshooting and fse cancelled the onsite service as the issue was resolved by the customer. Third party engineer has replaced the ups. After the replacement of ups, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the allura system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not turning on. The system was not in clinical use. There was no reported patient or user harm.